Event description:
While preparing the scopes for processing, the endoscopy technician came into contact with the cidex plus solution. Technician noticed that their skin on the inside of both forearms turned yellow. The area then turned red, swollen and bumpy. They were prescribed medications.